Manufacturer narrative:
The patient's medical history was not provided. Medical assessment of the event stated that it cannot be excluded that the decision to treat the patient with oral salts was made based on other factors such as the patient's symptoms or clinical picture. A product problem was not identified.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The doctor complained of erroneous results for 1 patient tested for ise indirect na and ci for gen.2 on a cobas 6000 c (501) module. The patient was in the ER where the initial na result at 5:00 a.m. Was 117 mmol/l. The initial cl result was 121 mmol/l. These results were reported outside of the laboratory. The patient was treated with oral salts and was re-drawn and tested on a radiometer avl blood gas analyzer at 7:00 a.m. With na results of 139 mmol/l and cl results of 105 mmol/l. The original sample was repeated on a different c501 module at 8:55 a.m. And the na result was 142 mmol/l and the cl result was 101 mmol/l. The repeat results were believed to be correct. At 10:15 a.m. A new sample was obtained from the patient and the na result was 139 mmol/l and the cl result was 101 mmol/l. The patient was admitted to the hospital because the doctor believed the change in na and cl results from the initial test at 5:00 a.m. And the subsequent re-draws was corrected too quickly. On (B)(6)2017 a new sample was obtained at 6:00 a.m. And the na result was 143 mmol/l and the cl result was 103 mmol/l. There was no report that the patient was adversely affected due to being treated with oral salts. The patient has since been discharged from the hospital. The na electrode lot number was y7958. The expiration date was not provided. The cl electrode lot number was m1368. The expiration date was not provided. The field service engineer (fse) visited the customer site and did not identify any issues. No salt bridging was found in the ise sub bath that the electrodes were placed in. Ise and sipper probes were positioned correctly. No adjustments were made. An ise check was performed with good results. Calibration and quality control results were acceptable. A specific root cause could not be identified. Low na results with high cl results are caused by disturbances within the kci/sipper flow path such as micro bubbles, grounding effects or partial clogs. The maintenance checks performed by the fse are seen as standard preventive measures.